Manufacturer narrative:
Based on the info provided, the pt had a bard composix kugel mesh implanted on (B)(6) 2003 using coiled staples to repair an incisional hernia. According to the hospital's risk manager, on (B)(6) 2011, the pt underwent a laparoscopically assisted abdominal wall hysterectomy, bilateral salpingo-oophorectomy and explanted of the mesh. Operative reports note a mass that in the abdomen and that "there was no way to separate the mass from the underlying mesh layer." According to the pathology reports, the specimen labeled "kugel hernia patch" is described as having a perforation approx 1 cm from the nearest edge of the patch. The perforation was reportedly a result of instrumentation during surgery. About 2.5 cm from the perforation, a "point of sharpness is palpate over the abdominal wall surface of the patch." Examination of the point of sharpness under magnification, using a dissecting microscope, reveals foreign material, apparently the broken end of a cylindrical plastic object, apparently a component of the patch, that measures 0.1cm in diameter. The plastic object protrudes approx 0.2 cm beyond the tissue covered surface of the patch. Otherwise, the patch appears intact. The pt's multiple procedures, the notation that the patch was damaged by instrumentation during surgery, and the fact that no sample has been returned for eval make it unclear whether the device may have contributed to the alleged event. We were informed that a photo of the sample was available. However, as of this report we have not rec'd a copy. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2003, pt underwent unspecified surgery with bard composix kugel mesh implant. On (B)(6) 2011, pt underwent surgical procedure and mesh was explanted.